Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine check, this right atrial (ra) lead was found to be exhibiting intermittent noise. The patient was then brought in for a device replacement and high out of range pace impedances were also observed. The impedances were greater than 2000 ohms. The ra lead was surgically abandoned and replaced. The lead was suspected to be fractured, but that was never confirmed. No additional adverse patient effects were reported.